Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device: 2 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2015 due to previously unreported long-standing bacteremia, ischemic stroke, and natural causes related to age. An autopsy was not performed. It was reported that the patient's death was not device related. No additional information was reported.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.